Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown healthcare professional. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator assembly were returned fully mated and with a kink at the blood inlet holes of the assembly. Dimensional analysis was also performed by measuring the od of the locator and od of the hemostasis sheath. The dimensions were found to be as follows: locator od - 0.090". Sheath od - 0.115". The locator and hemostasis sheath were found to have been within the appropriate specification of 0.092'' +.000 / -.002 and 0.115" +/- 0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The sample was returned for evaluation and a kink was noted at the blood inlet hole of the sheath and locator assembly. Dimensional testing was performed by measuring the od of the sheath and locator and both components were within specifications. Based on the condition of the device, the complaint can be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. The likely cause was determined to have been damage sustained by the device during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: after completion of the percutaneous transluminal coronary angioplasty (ptca), the operator used the 6fr angio-seal for closure. However, the operator encountered great resistance while exchanging the angio-seal sheath and was unable to go through the skin. After some attempts, the operator changed to a new angio-seal set for the patient, adopting the same technique. The angio-seal was able to deploy successfully without any issue and patient was stable and has no adverse event. There was no blood loss. Additional information was received on 23oct2025: procedure sheath size used was a 6fr. A pre-deployment angiogram was performed. The operator only encountered great resistance while exchanging the angio-seal sheath, angio-seal sheath unable to go through the skin. The patient was stable.